Event description:
It was observed, that during the device inspection. The rigid video scope exhibited no image. There was no patient involvement.

Manufacturer narrative:
Device evaluation noted, the reported failure was not reproduced. The root cause could not be identified. However, based on the investigation, the probable cause likely, the following led to the malfunction: temporary contact failure, due to deposits on the electrical contacts of the connector. As per instructions for use (IFU): chapter 2.5 general dangers, warnings and cautions: caution: risk of injury to the patient and/or the user. The use of a damaged product or of a product with improper functioning may cause an electric shock, mechanical injury, infection and/or thermal injury. Before each use, observe, the instructions in the section ¿inspection¿ in this document. Do not use a damaged product or a product with improper functioning. Replace a damaged product or a product with improper functioning. Chapter 7.1 inspection caution: risk of image loss: do not touch the electrical contacts inside the video connector. Inspecting the video connector, check that the electrical contacts are dry and clean, check that the electrical contacts are not damaged. Olympus will continue to monitor field performance for this device.